Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the inseparable magnet stuck to the side of the drawer. A field service engineer (fse) pulled out the drawer and replaced the inseparable magnet. The drawer was tested using the test software, and the registered pharmacist tested and recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 5 had failed to stay closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.